Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for a male patient. Results were not reported to the medical provider. The following results were provided (reference range 1.8-2.6 mg/dl): initial result =7.1 mg/dl, repeat results = 1.8, 5.93, 1.73 and 1.76 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Review of tracking and trending for the magnesium reagent lot did not identify an increase in complaint activity related to the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. No testing performed on a file sample was performed as the issue appears to be isolated to specific samples/ reagent cartridge. Sample was repeated with new reagent cartridge and rerun generated an acceptable result. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the magnesium reagent lot 66313ud00 was identified.

Manufacturer narrative:
This follow-up submission sends for additional information received on 05may2025, the likely cause product has been changed from the architect c4000 analyzer, list number 02p24-40 to the cc magnesium reagent list number 03p68-24. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for a male patient. Results were not reported to the medical provider. The following results were provided (reference range 1.8-2.6 mg/dl): initial result =7.1 mg/dl, repeat results = 1.8, 5.93, 1.73 and 1.76 mg/dl. There was no impact to patient management reported.